Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. At this time it is unknown if the reported failure is related to procedural, user error, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced stroke like symptoms. A cta scan was performed where a stroke was confirmed. The head CT showed multifocal areas of the acute infarction right cerebral hemisphereic cortical/subcortical acute ischemic changes involving the right posterior temporal-parietal occipital and right frontal parietal regions. Chronic lacunar infarcs in the right basal ganglionic region. At this time, it is unknown if the infarcts are procedure or anatomy related.